Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient experienced ventricular tachycardia and the patient's implantable cardioverter defibrillator did not deliver therapy. The patient has been discharged.